Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to reload the cartridge, but this did not resolve the issue. Consequently, the customer decided to discontinue use of the pump and switched to multiple daily injections (mdi). It was noted that the customer was advised to remove the pump from its case, but the caller declined to load a second cartridge at that time, planning to contact technical support after returning home with the necessary supplies to troubleshoot further.